Manufacturer narrative:
Crimping and implanting a valve in the incorrect orientation (inverted) will result in significant and immediate hemodynamic compromise. This represents a surgical emergency for which intervention must be performed urgently to prevent death. In this case, per report the event was related to procedural factors. The instructions for use (IFU) state: ¿gently place the thv and qualcrimp in crimper aperture. Insert the delivery system coaxially within the thv in the valve crimp section of the delivery system with the inflow of the thv towards the distal end of the delivery system¿. In addition, the IFU cautions, that ¿the physician must verify correct orientation of the thv prior to its implantation; the inflow (cloth covered end) of the thv should be oriented distally towards the tapered tip." There was no evidence or allegation of a device malfunction in the report. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Method: (B)(4): no testing methods performed. Result: (B)(4): no results available since no evaluation performed. Conclusion: (B)(4): use error caused or contributed to event.

Event description:
As reported through our (B)(4) affiliate, during a tavr procedure, the valve was crimped and deployed and noted to be in the incorrect orientation. A second valve was then prepped in the correct orientation and deployed. The patient became hemodynamic unstable and was placed on bypass. Of note, the 23mm sapien 3 valve was deployed in an existing non-edwards transcatheter heart valve. Per report, the incorrect crimping of the valve was due to procedural factors. Of last communication, 24 hours post implant the patient expired.